Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with their pacemaker in back-up vvi mode. The cause of the back-up was unknown. No intervention was performed or reported. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with their pacemaker in back-up vvi mode. The cause of the back-up was unknown. No intervention was performed or reported. The patient was stable throughout.